Event description:
It was reported that the permanent cautery hook instrument was broken. No other details were provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Engineering determined that during prior use, the electrical insulation at the instrument wrist had begun to degrade. Engineering concluded that the insulation degradation was evidenced that the instrument may have arced during a previous surgical procedure.